Event description:
It was reported that prior to an unk procedure ab error code was rec'd for handpiece temperature. They used another like device to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.